Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Supplier's evaluation of event was limited to review of planning and procedures as the device has not been returned to date. Supplier confirmed that surgeon approved plan that was used to manufacture the guides. Guides were manufactured according to plan and met specification. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing signature knee guides on (B)(6) 2011. Difficulty with femoral rotation resulted in a delay greater than thirty minutes. Event is being reported as a delay in the procedure was indicated; no product non-conformances were identified.